Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited foreign matter (corrosion) at the light guide lens. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.